Manufacturer narrative:
The returned device was evaluated and during the investigation, the issue reported in the complaint details by the user was unable to be replicated. No alarms were observed during the investigation and none were present in the data download. The pdm was able to connect with a pod and deliver boluses accurately. No problem found.

Event description:
It was reported the patient's blood glucose level dropped to 20 mg/dl. The patient reported that they tried to suspend their insulin but was unsuccessful.

Manufacturer narrative:
During the investigation, the issue reported in the complaint details by the user was unable to be replicated. No alarms were observed during the investigation and none were present in the data download. The pdm was able to connect with a pod and deliver boluses accurately. No problem found.